Event description:
It was reported that the patient was still leaking a little bit after his initial artificial urinary sphincter (aus) procedure. His 61 -70 cm pressure regulating balloon (prb) was replaced with a 71 -80 cm prb. The patient had a good outcome.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. A product malfunction could not be confirmed as the most probable cause of the reported events through product analysis. The product record review indicated reported events do not represent an unanticipated event, and that urinary incontinence is included as a potential adverse event in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported event. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient was still leaking a little bit after his initial artificial urinary sphincter (aus) procedure. His 61 -70 cm pressure regulating balloon (prb) was replaced with a 71 -80 cm prb. The patient had a good outcome.